Event description:
Event description guidant received information that this implantable lead was recently removed from a guidant pacemaker and connected to a new competitive device. The impedance was observed to be 2381 ohms during an evaluation following the implant procedure as the previous pacemaker did not provide impedance measurements, it is unknown what the lead impedance was in the past. However, the sensing and thresholds were similar between the old pacemaker and the new one. Later, it was reported that the lead was not sensing. The physician elected to remove and replace the lead.